Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue.

Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic valve, bradycardia was observed. The brady cardia deteriorated gradually and resulted in heart failure. Sixteen days after the implant of the valve, a permanent pacemaker was placed. No further adverse patient effects were reported.